Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported the patient experienced difficulty charging the ipg. Later, the patient's ipg turned inoperable and patient lost stimulation. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.

Event description:
To further clarify, the ipg would turn off and increase/decrease in amplitude randomly and was consequently replaced. The device was still operable and product evaluation found no anomalies on the product.

Manufacturer narrative:
Corrected data: b5 the reported event of return ipg not holding charge was not confirmed. The return ipg was fully recharged and passed the discharge test. Ipg was monitored for 2 hours and it did not turn off randomly or increase/decrease in amplitude randomly. It also passed all functional testing at the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
Correction: h6: device code.

Event description:
Related manufacturer report number 1627487-2020-23670, 1627487-2020-23671. Additional information received indicated that scs extensions were also causing discomfort. As a result, the extensions were also explanted and replaced.

Manufacturer narrative:
Additional information d11 "concomitant medical products and therapy dates".